Event description:
A customer contacted beckman coulter regarding an erroneously elevated accu tni result generated by the access instrument. The customer erroneously elevated accu tni result was 2.0ng/ml. The elevated accu tni result was reported out of the lab. The physician did not believe the elevated accu tni result and requested a repeat of accu tni. The customer retested pt sample for accu tni and the accu tni result was 0.03ng/ml. The customer indicated that they do not have any additional information regarding this event. There has been no change to pt treatment that can be attributed to this event.